Event description:
During a laparoscopic gastric roux-en-y procedure, on the first firing fo the device across the small bowel, the device fired and only laid staples on one side of the cut line. No reported pt consequence.